Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis:the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings:review of the pump¿s black box revealed unexplained rebooting events. The total daily dose history was appropriate for the user programmed basal rates. Two battery compartment cracks were observed. A battery cap was not returned with the pump. A test battery cap could secure properly to the pump and the pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the display was found to be discolored.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose on (B)(6) 2015 was above 500 mg/dl with blurred vision and symptoms of dehydration. It was reported the patient discontinued pump therapy and was hospitalized and treated with insulin via injection and intravenous fluids. The reporter noted the pump's settings were not recently changed. It was reported the pump experienced an intermittent power issue and there was evidence of a battery compartment crack. Reportedly the battery cap was in use for 30 months; the owner's manual instructs the patient to change the battery cap every 3-6 months. This complaint is being reported because the reported serious injury was attributed to a reported pump malfunction.